Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. Should new info become available, a supplemental report will be submitted. The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog.

Event description:
Received info stating that customer uses apidra and has had multiple occlusion alarms. Customer stated that his blood glucose level was affected but coming down with back up pump.